Event description:
It was reported that an ischemic stroke occurred. The mildly calcified native aortic annulus was 24.5mm in diameter. A sentinel cerebral protection system was utilized during the procedure. Balloon aortic valvuloplasty (bav) was performed using a 22mm balloon. A 25mm lotus edge was advanced for implantation but did not seal prior to final release. The valve was removed per the directions for use (dfu). A 27mm lotus edge was advanced for implantation and was also noted to not seal properly prior to final release. Several re-sheathings and repositioning were attempted. The valve was ultimately removed per the dfu. The procedure was completed with a non-boston scientific valve. The patient was discharged home in stable condition. Five days later the patient presented to the emergency department with facial numbness and vision changes. Magnetic resonance imaging (MRI) of the brain revealed multifocal bilateral small embolic infarcts in the bilateral cortical and subcortical regions. The patient's aspirin regimen was increased with continuance of clopidogrel. Two days later the patient reported the symptoms of numbness and vision have improved. The patient was seen by ophthalmology with noted improved vision in the left eye. Outpatient follow-up was scheduled. The patient was discharged home in safe condition with close outpatient follow-up.